Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis was unable to confirm the initial report of the screen not being able to turn on, but the inital report of a noisy fan was confirmed. It was also noted that the handle and power cord bay were broken.

Event description:
It was reported the screen will not turn on, and the fan is noisy. No information was received indicating patient involvement.